Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, leaks and battery failed alarm. The customer reported blood glucose value of 72 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-1884. Troubleshooting was performed for low blood glucose and the dustomer has not been using the insulin pump system within 48hrs of reported low bg event. Customer called back after receiving a replacement battery cap. Customer continued to experience battery failed alarms after inserting a new battery with the new batt cap. Advised customer that pump will be replaced. Customer reported a reservoir leak. No further patient complications were reported. The customer will discontinue use of the insulin pump. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap locked properly into the reservoir compartment. No failed battery test alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump delivered 3 bolus deliveries on the event date of 10/03/2024 at 08:28:04.000, 08:51:56.000, and 12:34:40.000. Found no relevant failed battery test alarms in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case and pillowing keypad overlay. Failed battery test was not confirmed during testing. Unable to verify customer's complaint for low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.